Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous consumer report with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. During a call with baxter customer service, the following was reported. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day. The cause and treatment of peritonitis was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). Additional information: the problem was not confirmed, as the sample was not returned for evaluation. Therefore the cause of the peritonitis could not be determined.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd892216 and gd892554. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.